Event description:
It was reported that the patient's left ventricular (lv) lead was reprogrammed due to diaphragmatic stimulation. Lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
It was later reported that lv amplitude was further decreased on two separate occasions due to continued diaphragmatic stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg implanted: (B)(6) 2014. A 4470 boston scientific competitor lead implanted: (B)(6) 2014. (B)(4).